Manufacturer narrative:
(B)(4). Date sent: 8/2/2019. Batch # unk. Following information has been requested but unavailable: please clarify: ¿corner part of the blade chipped off¿ did the corner of the actual blade break off? Did the coating on the corner of the blade flake off? Are there any plans to attempt to locate the missing fragment?

Event description:
It was reported that during a breast mastopexy a corner part of the blade chipped off, generating a fragment. It is unknown if the fragment was found. A similar device was used. The procedure was not complete at time of submission. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 5/5/2020 investigation summary we found that there was a missing corner at the tip of the blade and there was a trace of burning. We simulated the firing test with the same model product (setting condition: cut 50 watt & coag 50 watt), after 100 times, it did not produce the same condition as the customer complaint sample. Moreover, we didn't receive further information about the device defective situation from the end-user. Our team will need more information feedback from the clinical specialist with regards to product usage conditions (e.g. The detailed background of the incident, mating device, etc.). Therefore, new deantronics could not identify the root cause of this customer complaint. The batch/lot number does not match and cannot perform the DHR review.